Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00305 and 1225714-2014-00306 add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt's experience was sudden nature and the pt expired within 24 hours of undergoing dialysis, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00305 and 1225714-2014-00306.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.